Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the right external iliac artery. The lesion was pre-dilated using a 7.0 x 100 mm armada 35 dilatation catheter. The 7.0 x 100 mm absolute pro vascular stent delivery system was advanced to the target lesion and the stent was deployed without difficulty. The 7.0 x 100 mm armada 35 dilatation catheter was advanced to the stent for post-dilatation; however, it was noted that the stent appeared to be only approximately 80 mm when compared to the length of the 100 mm dilatation catheter. A portion of the target lesion was not covered with the stent; therefore, a 6.0 x 60 mm absolute pro vascular stent was deployed, overlapping the first, to fully cover the target lesion. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The stent size was unable to be confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Cine images provided were reviewed by abbott clinical specialist. The image shows multiple stents, as well as the pre-dilatation balloon. The balloon markers are located proximal and distal to the suspect stent markers, which indicates that the stent is less than 100 mm. Assuming that the original balloon used was a 100 mm long device then, this stent was not the length it was labeled as. It was determined that there is a possibility that the tolerance stack up (meaning the stent is at the low end of the specification and the balloon at the high end of the specification) may be the reason for the slight difference in the fluoroscopy picture; however, this could not be confirmed. The investigation was unable to determine a cause for the stent appearing to be undersized. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.